Event description:
The facility representative reported "reads occlusion constantly on channel 1", which occurred during patient use and interrupted therapy. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. Additional information was requested.

Manufacturer narrative:
This device has not been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filled upon completion of the evaluation, or if additional information becomes available.